Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2024, the patient experienced pain. X-rays confirmed that the thr measured 15 mm shorter. This adverse event was solved by revision surgery on (B)(6) 2025 in which one (1) oxinium fem hd 12/14 28mm +0 and one (1) polarcup xlpe insert 51/28 non-cem were explanted and changed with larger ones. The cup was not loose, so it was left in situ. The patient recovered well and was discharged. No further complications were reported.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, however, did not reveal any defects. The clinical/medical investigation concluded that, the provided undated x-ray was reviewed; however, the reported leg length discrepancy cannot be confirmed without immediate post implantation and follow-up x-rays for comparison. The adverse event was likely caused partially or wholly by the user of the product. The pain and 15 mm leg length discrepancy are likely related to the initial component selection, as the implants were revised for larger components. The patient impact beyond the reported revision could not be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the oxinium femomarl head review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the polarcup xlpe insert, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery that failure to observe the warnings and precautions and failure to select the correct size of implant may lead to complications including revision surgery. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Device mishandling or misuse such as incorrect initial component selection during total hip replacement surgery are documented within the complaint management system to facilitate failure monitoring and trending. Based on the nature of the failure reported and the low risk of the complaint, no further investigation is required nor updates to instructions for use documents and surgical technique. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, however, did not reveal any defects. The clinical/medical investigation concluded that the adverse event was likely caused partially or wholly by the user of the product. The pain and 15 mm leg length discrepancy are likely related to the initial component selection, as the implants were revised for larger components. The patient impact beyond the reported revision could not be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral head review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the insert, stem and shell, a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery that failure to observe the warnings and precautions and failure to select the correct size of implant may lead to complications including revision surgery. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Device mishandling or misuse such as incorrect initial component selection during total hip replacement surgery are documented within the complaint management system to facilitate failure monitoring and trending. Based on the nature of the failure reported and the low risk of the complaint, no further investigation is required nor updates to instructions for use documents and surgical technique. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.